Event description:
During the t2 recon nail surgery, the surgeon inserted the k-wire for the lag screw hole drilling. However, the tip of k-wire broke. The broken piece remained in the femoral bone. Afterwards, the surgeon inserted new k-wire, and did the drilling. The surgeon removed the broken piece of k-wire from the lag screw hole.

Manufacturer narrative:
Eval summary: eval revealed that the found broken k-wire tip is linked to the design of the device. A design change was performed to optimize the k-wire tip reducing the risk of tip breakages. The returned k-wire was identified as old design version. Deviations in the mfg and inspection documents were not found. The function was given in full on the device at the stage of delivery.